Event description:
The user facility's biomedical engineer (biomed) reported that during routine testing of the device at the medical center, the perfusion system screen was stuck in a reboot loop. There was no patient involvement.

Manufacturer narrative:
Technical support advised the customer on this issue: you can first check by verifying the jumper is still installed at j3 on the central processing unit (cpu) board in the front tray of the perfusion system chassis. If that is on correctly, open up the 9k monitor and check all the cable connections to see if they seated properly. If this doesn't work maybe get another monitor if available, as the older 9k monitors will work on this 9k perfusion system. Per the subsidiary associate, during technical troubleshooting, the cpu/memory board has been repaired. The hospital has replaced the memory random access memory (ram), erasable electronically programmable read only memory (eeprom) and battery on the board. These parts were taken from a spare system. The perfusion system is now working properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.